Event description:
Drive medical received notice from a customer service representative regarding an incident involving a walker, a device imported and distributed by drive medical. The front leg of the walker allegedly broke while the customer was using it. Customer went to the ER for bruises to his knee, hip, and lower back. Customer was released the same day. This report is based on information provided by the customer.